Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. No parts were replaced. The unit passed extended self-testing.